Event description:
As reported, surgiphor bottles breaks when the bottle is squeezed. The customer reported that the bottles that broke had weak and brittle wall material. The broken plastic fell into the bottle. There was no patient or user injury reported.

Manufacturer narrative:
As reported, surgiphor bottles breaks when the bottle is squeezed. The customer reported that the bottles that broke had weak and brittle wall material. The broken plastic fell into the bottle. There was no patient or user injury reported. Note, the date of event (13-may-2026) is considered to be the best estimate. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.